Manufacturer narrative:
Concomitant product: product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
The healthcare professional (hcp) reported that the patient had a small area at the implantable neurostimulator (ins) pocket where the skin was very thin. This issue began a few weeks prior to the report. The hcp was concerned about it trying to work its way out and a pocket revision was scheduled for (B)(6) 2015. It was clarified that this was not a complication, just ¿near erosion.¿ the indications for use include post lumbar laminectomy syndrome and spinal pain. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturing representative (rep) reported that the pocket revision was successful. The device never did break through the skin. Cultures were obtained and the pocket was rinsed with normal saline (ns). The patient was known to be (B)(6). It was unknown what antibiotics the patient was prescribed.